Event description:
Boston scientific was notified that during an event when the gdc 10-3d-shape synerg detection circuit was inserted into the lesion, resistance occurred. No complications with the pt during this event.